Manufacturer narrative:
This report is submitted on august 16, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a performance decrement and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved, resulting in the decision to explant the device on (B)(6) 2018. The patient was reimplanted with a new device during the same surgery.